Manufacturer narrative:
Follow-up #1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: there were no alarms related to the complaint; no loss of prime warnings were observed in the black box. A rewind, load cartridge and prime steps were performed without alarms the force sensor was found to be intact and was detecting force correctly. The pump was exercised for 24 hours without any loss of prime warnings. A loss of prime was induced and the pump alarmed appropriately. Unrelated to the complaint, the keypad was found to be peeling. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2011, the lay-user/patient contacted animas and alleged that he was getting occlusion and loss of prime alarms. The patient claimed that the issue began a few weeks earlier and was occurring once a day. The patient also indicated that his blood glucose (bg) level on (B)(6) 2011, rose to "540 mg/dl" with no symptoms of nausea, vomiting, shortness of breath, chest pain, or abdominal pain. The patient denied that he checked for ketones. The animas representative involved in this contact noted that the patient had broken his ankle and had a "(B)(6) at surgical wound." It is unknown as to when the alleged issue began in relation to when the patient's bg level became elevated, when he broke his ankle, and (B)(6). The patient was reportedly treated with antibiotics and the (B)(6) was resolved. The patient had also bolused for the elevated bg level on (B)(6) 2011, and his bg level reportedly came down to normal limits within 2 hours. The animas representative reviewed the meaning of loss of primes and possible causes of the alarms. The patient was advised to monitor his bg levels and to try a cartridge from a different box if the loss of primes continued. No product defects were found with troubleshooting. This complaint is being reported due to the following conclusion: the patient claimed that he was getting occlusion and loss of prime alarms, and he developed an elevated bg level that meets animas' criteria for a serious injury. The reported injury can be attributed to possible use-error related to disease management since the alleged product issues are not likely to cause an adverse event since the pump will alarm to alert the user of the issues. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason.